Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that prior to surgery, a foley catheter was inserted per the surgeon. After visualization of urine into the foley catheter, the balloon was inflated with 10cc of normal saline. The intra surgeon noted that the bladder was full and foley was not draining . At the end of the surgery, another attempt to insert the new foley was unsuccessful . A doctor was then called in for consultation and foley insertion.

Event description:
It was reported that prior to surgery, a foley catheter was inserted per the surgeon. After visualization of urine into the foley catheter, the balloon was inflated with 10cc of normal saline. The intra surgeon noted that the bladder was full and foley was not draining . At the end of the surgery, another attempt to insert the new foley was unsuccessful . A doctor was then called in for consultation and foley insertion.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿tortuous anatomy (e.g. Enlarged prostate) ¿. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Directions for use: 11. Remove foley catheter from wrap and lubricate catheter. 12. Prepare patient with 3 foam swab sticks saturated in povidone iodine. Use the nondominant hand for the genitalia and the dominant hand for the swabs 13. Proceed with catheterization in usual manner using the dominant hand a. When catheter tip has entered bladder, urine will be visible in the drainage tube b. Insert catheter two more inches and inflate catheter balloon 14. Inflate catheter balloon using entire 10cc of sterile water provided in the prefilled syringe. Note: use of less than 10cc can result in asymmetrically inflated balloon 15. Once inflated, gently pull catheter until the inflated balloon is snug against the bladder neck." The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned